Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that after cleaning, the handpieces seemed to be leaking a brown or black fluid out of the bottom of the handpiece. There were no adverse consequences or pt involvement related to this event.